Manufacturer narrative:
Investigation of returned device could not find any evidence of device failure. Investigation was able to confirm that not all steps in the IFU were completed during the procedure.

Event description:
Report of detachment difficulty, micro-insert stretching and portion of outer coil breaking followed by pt presenting with pain. A number of follow-ups performed and on (B)(6) 2011, it was reported that laparoscopic removal of the device occurred along with unilateral sterilization. Pt is now free of pain.